Event description:
It was reported that using a femoral artery access approach during a procedure of the eccentric, mildly calcified, mildly tortuous, 100% stenosed, de novo, proximal left anterior descending (lad) artery with a vessel diameter of 3.5 mm and a lesion length of 13 mm the 3.5 x 15 mm and the 3.5 x 23 mm xience xpedition stent delivery systems (sds) were advanced in the 7 fr non-abbott guiding catheter with heavy resistance met with the guide catheter. It was noted that during advancing the 3.5 x 15 mm xience xpedition stent implant dislodged in the guiding catheter and was retrieved using a snare device without reported issue. Additionally, during the attempted advancing with resistance in the guide catheter with the 3.5 x 23 mm xience xpedition the stent strut was noted to be flared. The device was removed without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) concomitant products: guide wire: xtr, sion blue, gaia 1st; guide cath: launcher 7fr jl3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.